Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B) (6)2009 that stone retrieval grasping forceps were used for an unknown procedure. According to the complainant, the grasping forceps "malfunctioned," causing a wire to break at the tip. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
(B) (6). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between this device and the cause for the event. (B) (6).